Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Field service engineer (fse) was present for a dbs case. The surgeon chose to perform fiducial registration, but use the 4 posts of the leksell frame as his 'fiducials.' After marking the posts on the software and with the pointer, the software prompted us to check trajectory accessibility. However, after checking the appropriate instruments, the software never stopped computing whether trajectories were accessible. Fse had to manually shutdown and restart the robot. After performing registration a 2nd time, the same thing occurred. Fse added a 5th point on the frame, but did not mark it during the registration process with the pointer. During the third registration attempt, the tip of the pointer became lodged in the pin of the frame, causing a communication error and shutdown. Fse explained that this was a use error. After removing the pointer from the end of the arm and restarting the robot, fse was able to move the arm and begin registration again. Finally, registration worked by adding the 5th virtual marker and by not checking any of the boxes during trajectory accessibility checks. Delay to case was about 45 mins. Patient was not under anesthesia, as this was an awake case. No patient impact and occurred before first incision.

Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. An analysis of the data logs has been performed. This analysis concluded that two robot shutdown were voluntary and were due to that the robot took time to compute accessibility of the trajectories. The device did not freeze but was computing to find a solution when the device was shut down. No tool could access the trajectories because the patient position was not optimal. It was found that after translating the patient for the final registration solved the issue. A communication error occurred because the pointer became lodged in the pin of the frame during an attempt to register the patient. It provoked an over force on the arm. It is a user error. Another communication error occurred because the software failed to process the force sensor calibration. The device behaved as expected since this error was managed though the device shutdown. However, the cause for the software thread error remains unknown. Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - h10 additional narratives/data

Event description:
Field service engineer (fse) was present for a dbs case. The surgeon chose to perform fiducial registration, but use the 4 posts of the leksell frame as his 'fiducials.' After marking the posts on the software and with the pointer, the software prompted us to check trajectory accessibility. However, after checking the appropriate instruments, the software never stopped computing whether trajectories were accessible. Fse had to manually shutdown and restart the robot. After performing registration a 2nd time, the same thing occurred. Fse added a 5th point on the frame, but did not mark it during the registration process with the pointer. During the third registration attempt, the tip of the pointer became lodged in the pin of the frame, causing a communication error and shutdown. Fse explained that this was a use error. After removing the pointer from the end of the arm and restarting the robot, fse was able to move the arm and begin registration again. Finally, registration worked by adding the 5th virtual marker and by not checking any of the boxes during trajectory accessibility checks. Delay to case was about 45 mins. Patient was not under anesthesia, as this was an awake case. No patient impact and occurred before first incision.